Event description:
A surgeon reported that the dual bevel side port incision blades seem to be less sharp and inconsistently sized in comparison to use before. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the dull and less consistently sized knife experienced by the customer could not be determined. All knives are 100% insp by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing and blade width checks are performed and monitored during the finishing process to ensure the sharpness and size of the product. (B)(4).